Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, it took more turns than normal to fully extend the lead helix when the physician was positioning the right ventricular (rv) lead. High pacing lead impedance was observed when connecting the lead to the pacing system analyzed (psa). After five minutes, the impedance values increased out of range. The physician tried to reposition the lead. The lead helix failed to extend. The rv lead was not implanted and was replaced. The patient was stable during and after the procedure and discharged.